Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing noise during atrial high rate episodes. P-waves appeared very tiny. It was also noted that the right ventricular (rv) lead showed no r-waves. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.